Event description:
It was reported that the bd insyte¿ vialon-e IV catheter needle went through the catheter. The following was received by the initial reporter: this is a report about needle through catheter tip. The catheter part of the needle was damaged.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, . D10: returned to manufacturer on: 18-aug-2023. H6: investigation summary: our quality engineer inspected the 4 photos and 1 opened sample with packaging submitted for evaluation. The reported issue of needle through catheter was confirmed upon inspection of the sample and photos. Analysis of the sample and photos showed that the needle had pierced through the catheter. Bd unable to determine a manufacturing related root cause since the sample was returned opened and used. There are currently systems in place to automatically reject defective products during our manufacturing process. A use related root cause could not be determined since we do not know how the sample was exactly used during the incident. Production records were reviewed, and this batch meets our manufacturing specification requirements. H3 other text : see h10.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is dc jp kobe. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ vialon-e IV catheter needle went through the catheter. The following was received by the initial reporter: this is a report about needle through catheter tip. The catheter part of the needle was damaged.